Event description:
It was reported that an occlusion alarm occurred. The customer successfully resumed insulin delivery prior to contacting support and continued to use the pump for insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.